Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent an endovascular treatment for left common iliac artery aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, compression of the proximal portion of the device and stenosis of the right external iliac artery (out of treatment area) were noted. It was reported that it was attributed to blood flow into the false lumen from anastomosis entry of the type a aortic dissection. Back pain was also noted. On (B)(6) 2024, reportedly, that patient underwent open repair for anastomosis, but no improvement was confirmed on (B)(6) 2024, the patient underwent emergency reintervention. Additional stent grafts were placed to cover the entry of the dissection. Ballooning was also performed on the proximal portion of the device. Improvement in blood flow was confirmed. The patient tolerated the procedure. The physician stated the following. Open repair was performed the day before, but there was no improvement, so tevar (thoracic endovascular aneurysm repair) was performed. The patient had back pain symptoms from 3 days ago.